Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:slim user guide, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm."

Event description:
It was reported that the pump date was inaccurate. Reportedly, the customer incorrectly changed the date when adjusting the pump time for daylight saving. Tandem technical support guided the customer through adjusting the pump date to be accurate. There was no impact to customer's blood glucose level.